Event description:
It was reported that the ventilator had an issue. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue. Identification of issue has been done by analyzing problem description and service report. Patient involvement is unknown. According to the information provided by the technician, the expiratory channel printed circuit board was identified as defective. However, the repair was cancelled by the customer. The issue was reported to competent authority in abundance of caution as defective expiratory channel pcb may lead to stop of ventilation. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.